Event description:
It was reported that the 2600 system stopped making fluoro at the end of the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Cleaned contacts on cb7 in workstation and reinstalled. The system was tested and found to be working as intended and placed back into svc.